Event description:
It was reported that balloon torn occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified anterior tibial artery. A 3mm x 40mm x 146cm coyote es balloon catheter was advanced for dilation. However, during removal, the balloon was caught in the guiding sheath and was torn. The device was removed without fragment left in the body and the procedure was completed. There were no patient complications nor injuries reported.

Manufacturer narrative:
E1 initial reporter city: (B)(6). Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast and blood in the inflation lumen and balloon, and blood in the guidewire lumen. The balloon was loosely folded. There was a circumferential tear 27mm from the proximal end of the balloon. The inner shaft was severely stretched down. The distal portion of the device was missing. As the balloon was 40mm and there was a tear 27mm from the proximal end of the balloon, the missing portion of balloon is approximately 13mm in length. Ncep 126523 was opened to document that a section of the device was missing. Inspection of the remainder of the device presented no other damage or irregularities.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon torn occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified anterior tibial artery. A 3mm x 40mm x 146cm coyote es balloon catheter was advanced for dilation. However, during removal, the balloon was caught in the guiding sheath and was torn. The device was removed without fragment left in the body and the procedure was completed. There were no patient complications nor injuries reported.